Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl but her insulin pump did not alarm with no delivery. Troubleshooting was initiated for the absence of a no delivery alarm. A high pressure test was performed and the pump passed. The customer was assisted with an infusion set change and the manual prime process. The customer was advised to monitor the pump and call if problems recur. No products were shipped or returned.